Event description:
It was reported that a cartridge alarm was experienced. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.